Event description:
It was reported that four screws were found to have broken post operatively. The patient underwent revision surgery where the head of the screws were able to be removed but the shafts remained in the patient. No additional patient impact was reported. This is report three of four.

Manufacturer narrative:
The returned screws were evaluated. Fracture was observed and confirmed. Based on information from the complaint, the fracture can be attributed to the patient's condition. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that four screws were found to have broken post operatively. The patient underwent revision surgery where the head of the screws were able to be removed but the shafts remained in the patient. No additional patient impact was reported. This is report three of four.